Event description:
Adult male was taken to the operating room where he underwent a right elbow distal biceps repair with augment. The biceps demonstrated some interstitial tearing, thus we elected to proceed with a bio brace augment. This was then sutured to the biceps tendon utilizing 0 vicryl sutures. Following this, the arthrex fiber loop was then placed through the tendon as well as the augment. This was then placed through the pec button and sized. We then reamed the proximal portion of the hole in which we docked the biceps tendon. Unfortunately, at this point one of the tongs to the arthrex 8mm reamer drill bit broke while in the medullary canal of the proximal radius. The surgeon was unable to remove it and the surgeon proceeded to dunk the biceps tendon and verify correct position. This was then dunked into the hole and sutured. This demonstrated a very nice repair with good fixation. The tourniquet was then deflated to make sure we had no bleeders. The wound was then copiously irrigated and closed in a layered fashion utilizing 2-0 monocryl and 3-0 monocryl. Sterile dressing was then applied, and the patient was placed into a posterior splint.